Event description:
Ous MDR - it was reported that this pacemaker would not pace. The physician explanted and replaced it.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed documenting a reinitialization which was performed on (B)(6) 2018. The root cause for the reinitialization was not determinable based on the data available for an analysis. No further peculiarities were noted during the data inspection. The header of the device was analyzed. The set screw could be easily screwed in and out,there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Ous MDR - it was reported that this pacemaker would not pace. The physician explanted and replaced it.